Manufacturer narrative:
The investigation, including root cause determination is in progress. This report mailed in to FDA on: 07/19/2007.

Event description:
A surgeon reports a pt that was overcorrected with a slight irregular astigmatism following custom myopia surgery. This report is for the right eye, the left eye is being reported under manufacturer report #1061857-2007-00393. Pt records provided indicate this pt was overcorrected, +.75 diopter and exhibited a -.50 diopter of residual astigmatism at 5 months post-op. Bcva remained the same as pre-op and ucva was 20/15-2. Surgeon's notes on the last post-op exam indicate visual acuity is improved, however, there is still some irregular astigmatism and hyperopia.